Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of 800 mg/dl. The customer was treated with intravenous saline and insulin. The customer was released from the ER 8 hours later with no permanent damage. The cause for the reported issue was due to an undefined alarm occurring. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.